Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 6f exoseal vascular closure device (vcd) was difficult to press, however was able to be pressed all the way. When the plug deployment button was pressed, the plug did not deploy properly as it remained in the shaft, and the device was withdrawn. There was no reported patient injury. There was no difficulty connecting the exoseal vascular closure device (vcd) to the vascular sheath introducer, and no resistance or sheath deformation occurred during advancement. All system indicators functioned as expected, including audible clicking, pulsatile flow confirmation, and proper indicator window color change. The exoseal vcd remained securely locked with the sheath, and there were no issues or damage to the deployment lever. The indicator window of turned fully black and the button was pressed. The operator was trained in the device, and the exoseal vcd was used during an interventional procedure using a retrograde approach. The device was stored and prepared according to the instructions for use (IFU), and no device or packaging damage was observed before use. A 6f non-cordis sheath was used. Angiography confirmed that the femoral artery was appropriate for access, with adequate vessel diameter, no calcium or plaque, no adjacent stent, no significant stenosis, no prior closure within 30 days, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, the plug deployment button of a 6f exoseal vascular closure device (vcd) was difficult to press, however was able to be pressed all the way. When the plug deployment button was pressed, the plug did not deploy properly as it remained in the shaft, and the device was withdrawn. There was no reported patient injury. There was no difficulty connecting the exoseal vascular closure device (vcd) to the vascular sheath introducer, and no resistance or sheath deformation occurred during advancement. All system indicators functioned as expected, including audible clicking, pulsatile flow confirmation, and proper indicator window color change. The exoseal vcd remained securely locked with the sheath, and there were no issues or damage to the deployment lever. The indicator window turned fully black and the button was pressed. The operator was trained in the device, and the exoseal vcd was used during an interventional procedure using a retrograde approach. The device was stored and prepared according to the instructions for use (IFU), and no device or packaging damage was observed before use. A 6f non-cordis sheath was used. Angiography confirmed that the femoral artery was appropriate for access, with adequate vessel diameter, no calcium or plaque, no adjacent stent, no significant stenosis, no prior closure within 30 days, and no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. One non-sterile 6f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received fully depressed, with the guard locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A 6f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, the indicator window was observed in the black/white/red position. No additional anomalies were observed during the visual analysis. A dimensional analysis was not required, as the unit was received in a fully deployed condition, rendering internal diameter verification unnecessary. The functional deployment simulation could not be performed, as the unit was received in a fully deployed state and the deployment lever was received fully depressed. A high magnification microscopic evaluation was performed on the internal mechanism. No abnormal conditions were observed during this analysis. The reported events of ¿vascular closure device (vcd) deployment difficulty-unable¿ and ¿deployment lever actuation difficulty¿ were not observed through analysis of the returned device as the device was received with the deployment lever fully depressed, the device fully deployed and the plug was not returned for analysis. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the events reported, as the returned device was received fully deployed with no plug returned. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the IFU provides the following caution: ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. (Xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.